Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun, patient arrived for scheduled paracentesis. Portacath accessed per protocol. Good blood return noted. Flush easily. Ordered albumin was connected to portacath tubing. Once albumin started, it was noted that it was leaking from the tubing. All access sites were checked and tightened. Re-flushed tubing. Tubing continued to leak on patient's shirt. A second nurse confirmed leaking from the tubing. Portacath was re-accessed. Albumin administered as ordered. Rn supervisor notified. Ir pa [interventional radiology physician assistant] notified, no further orders.